Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 125 units. The customer declined to reload the current cartridge at the time of the call. The customer reported blood glucose level was "fine". During a follow-up call to check on the insulin gauge level, the customer reported blood glucose level was 169 mg/dl, and declined further follow-up from tandem technical support.